Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were evaluated and replaced. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.